Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon did not fully inflate, balloon withdrawal resistance, chest pain, and stent moved on the balloon occurred. The 70-80% stenosed lesion being treated was located in the non-calcified, mildly tortuous proximal obtuse marginal. The lesion was predilated with a 2.0x12mm non-bsc balloon. The physician attempted to deploy 2.50x24mm taxus liberte drug eluting stent, but in cine she saw only the distal portion inflating and proximal portion was not inflating. When physician attempted to retrieve the balloon, she found that the balloon was sticking to the stent. The stent delivery balloon became stuck inside the vessel. This resulted in patient complaining of severe chest pain. The physician retrieved the stent delivery system with the half inflated mounted stent. The procedure was successfully completed using a non-bsc stent. Patient status reported as "satisfactory".

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the unit revealed damage to the stent. The stent was completely stretched and damaged throughout. The stent had moved on the balloon so that the proximal edge of stent was located approximately 12mm from the distal edge of the proximal markerband. This type of damage is consistent with the device encountering some form of restriction. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Attempts to inflate the balloon using an encore inflation device were unsuccessful due to the presence of the solidified contrast media, therefore the reported complaint could not be confirmed. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is unknown.